Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unable to be charged despite the attempt of multiple wall adapters. In addition, the pump battery dropped from 55% to 10% after being connected to a power source. The customer's blood glucose (bg) level was impacted (242 mg/dl). A correction bolus was delivered to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.